Event description:
The patient reported she spilled a full cartridge of insulin into the cartridge compartment of her infusion device. She stated this occurred while she was trying to remove the cartridge. The proper procedure for removing the cartridge was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.